Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that a piece from the reservoir compartment broke off when changing set. Customer's blood glucose was 443 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube, missing reservoir tube o-ring and partially broken off reservoir tube lip. The reservoir tube lip partially broken off and test reservoir will not lock/click in place. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, prime test, excessive no delivery test, displacement test and rewind test. Unable to perform basic occlusion test and occlusion test due to partially broken off reservoir tube lip.